Manufacturer narrative:
The investigation into this event has been unable to determine a root cause. Evaluation of quality control records have determined that the analyzer and vitros reagents were performing as expected. Following recalibration of the same lot of vitros gent reagent, acceptable values were recovered from vitros calibrator kit fluids and quality controls. There was no allegation of harm as a result of this event.

Event description:
A customer observed positively biased gentamicin (gent) results on a single patient sample while using vitros 5,1 analyzer. No biased patient sample results were reported. There was no report of patient harm as a result of this event. (B)(4).